Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted and replaced due to a pocket infection. There were no procedure complications. The patient was stable before, during, and after the procedure.